Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc I-beam tray 71mm, catalog # 141223, lot # unknown; biomet arcom 3 peg/post, catalog # unknown, lot # unknown; vngd cr lip tib brg 12x71/75, catalog # 183542, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-06807.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient underwent a manipulation due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.